Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump did a bolus that did not register in the bolus history. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned an issue with the bolus alarm that happened 2 hours after a bolus. Troubleshooting was not completed. The customer did not provide further information. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. No bolus anomaly and no bolus stop alarm noted during testing.